Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) and tachycardia shocks due to an episode of atrial driven arrhythmia. Therapy was exhausted. No adverse patient effects were reported.